Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial with clear surgical residue/debris on the product. Visual inspection found no visible damage to the lens with foreign material on lens surface (clear and white residue and debris). (B)(4)

Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4). Conclusion code: off-label use [anterior endothelium chamber depth < 3.0mm (2.95mm)] (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.0/+2.0/091 (sphere/ cylinder/axis), into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged with the same size, different diopter lens. Reportedly, the patient was unhappy postoperatively and the surgeon decided to change the lens "based on either wrong asigmats and/or wrong axis" of the lens. The problem was resolved with the lens exchange.